Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: please explain what is meant by ¿tissue was cut all the way through before stapling was completed¿. Was the staple line and cut line equal in length? The staple line was normal length - past cut line. Were any issues note with staple form? No. What was the product code of reload used? Was the device difficult to close or fire? It seemed to be a bit easier on the first stroke (out of 3) on the first reload fired. After that, the following strokes seemed normal when was the leak identified? What was the location of the 1st staple line? On sigmoid colon. Was any tissue movement noticed during firing? No. Was the procedure completed successfully with same device? Yes, but the patient was brought back later. Does the surgeon wait 15 seconds prior to firing? Yes. How long after initial procedure was leak detected? Not positive, but I think it was a couple of days. Why does surgeon believe post-op leak was related to issue observed during initial surgery? Because the leak occurred at the location of the first stroke of the first firing. What is the current patient status? Unknown, but I met with surgeon last week and I got the impression the patient was recovering fine.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the surgeon felt that tissue was cut all the way through before stapling was completed. She did leak test and it was negative. Later the patient developed inflammation due to leak along the staple line (first one) which required taking patient back to surgery for exploratory laparotomy, end colostomy, wound vac and drain placement.